Event description:
It was reported that during the implant of an elevate anterior, the bladder was injured near the ureteral orifice. The injury occurred "during the passing of the obturator arm anchor of the anterior mesh". The device was explanted at the time of surgery. No further patient complications were reported in relation with this event.